Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert. Customer states they are on their 3rd battery and the pump will not turn on. This is the second occurrence without a low battery warning. Blood glucose level at the time of the incident was 192 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was monitored for tow (2) days and no unexpected powering off, blank display, or replace battery now alarms noted. Insulin pump received with scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.